Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during hip surgery, the surgeon alleged when the head was inserted into the liner, the head would not move smoothly. The cup was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Upon inspection there is no visible damage to the liner. Product was returned unassembled. Visually looked at inner sphere of liner and felt with fingertips the inner sphere looking for and feeling for any imperfections, burrs, or anything otherwise that might cause the head to not move freely and did not identify any issues. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4).